Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. The customer went to the emergency room (ER) on (B)(6) 2022 for seven hours. The customer consumed carbohydrates, received IV and fluids of saline and insulin, glucose water and an injection of versed to address the bg. The customer was released from the ER on (B)(6) 2022 with no permanent damage. No additional patient or event information was available.